Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump was making funny noises. Customer's blood glucose level was 441 mg/dl. The customer treated his blood glucose level with a manual injection. The reservoir had rain drop size air bubbles. The device was not returned.